Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room. The customer explained that he experienced abdominal pain and went to the hospital to get his blood glucose level checked since the sensor was reading below 40. The customer's blood glucose at the time of the admission was 83 mg/dl. The customer was not treated at the hospital. Blood glucose value at the time of the call was 163 mg/dl. Troubleshooting was not performed. The insulin pump was not returned for analysis.